Manufacturer narrative:
Product event summary #evaluation determined that investigation is needed because it was reported that the patient's legs ached pretty much all the time all of a sudden. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the most likely cause cannot be determined; the root cause as to why the patient's legs ached all of a sudden remains unknown. Follow-up was conducted. It was noted the settings were re-adjusted. If information is provided in the future, a supplemental report will be issued.

Event description:
Since implant the patient could not lay on their back without it vibrating and if they raised their arm it vibrated. This was clarified not be when the patient lay down it was when they lean their head back. No further complications were reported. It was reported that the consumer did not think the implantable neurostimulator (ins) was helping their leg. The patient had surgery on their right knee and may need surgery on their left knee. The ins was not doing anything for them, their left leg was "bad enough for a cortisone shot," they had so much pain, and the pain was "too bad to live with." This had been occurring for about the last 2-3 weeks. The events were reported to be a gradual change. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported they had knee replacement procedure on both knees and stated they currently had therapy turned off for the past 8 month because it wasn't working since implant (B)(6) 2016. Patient reported they would like to try to use therapy again because the back of their knee is hurting in bed and they wake up a few times per night - pt stated they had a lot of pain since this last knee replacement procedure. Patient stated that when stim was implanted stim was going to her knees for therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that for the past week the patient had been in a lot of pain. They stated that their legs ¿ache pretty much all the time all the sudden.¿ the patient reported that they tried to change the position of the body settings and it made it worse. They stated that they could not even move. The patient stated that after the call they were going to try increasing stimulation. They reported that they would follow-up with their healthcare professional (hcp). No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the settings were re-adjusted, but it is still not 100% better. The patient was not sure why they started having pain as there was no drastic change in device or activity. No further complications were reported.